Event description:
Technician alleged, brakes at foot end would not hold. Head end would engage and hold.

Manufacturer narrative:
Technician found a broken brake linkage due to wear/deterioration. He replaced worn parts with brake linkage upgrade. No alleged patient impact.